Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the helium leak in the line that connects the tank up to the cart gauge. The stm checked the connections and tested the iabp; the helium leak was under the allowable leakage amount. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that a helium leak occurred during installation of the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.